Manufacturer narrative:
Article citation: ¿complications and litigation associated with injectable facial fillers: a cross sectional study¿, beauvais d, dmd and ferneini em, dmd, journal of oral and maxillofacial surgery, 2019. Https://doi.org/10.1016/j.joms.2019.08.003. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. No additional information is available at this time as follow up is not possible. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported in the article ¿complications and litigation associated with injectable facial fillers: a cross sectional study¿ that a patient was injected with unspecified juvéderm® in the temple. Allegedly, the patient presented ¿permanent blindness¿ and there was permanent injury. There was no paresthesia.